Manufacturer narrative:
Date of event was approximated to be (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020, that a wallflex biliary rx fully covered rmv stent was implanted to treat a benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on an unknown date. According to the complainant, the stent had migrated. Reportedly, the stent remains implanted. There were no patient complications reported as a result of this event. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.